Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to degenerative disc disease and spon dylolisthesis at l4-l5. During 11th month post-op, the patient almost had a fall and felt pain. An x-ray was performed which revealed a broken screw. No fusion was achieved as well. She felt the sudden jolt at her back when she almost fell forward. She was also instructed to avoid these things such as vibration or sudden jolt or flexion and extension movements. No revision surgery has been performed yet.

Manufacturer narrative:
X-ray review results: post-op x-rays of l4-l5 fusion shows a screw fracture at l5. An interbody graft is present. There is a paucity of bone in the interbody space indicating fusion has likely not occurred. By report, this happened after a fall. If information is provided in the future, a supplemental report will be issued.